Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. This report will be updated should information become available at a later date. The following sections of this report have been left blank due to the information being unavailable or non-applicable: age or date of birth - race. Relevant tests/laboratory- other relevant history. Implant date. Explant date. Concomitant medical products. If follow-up, what type. Recall (if recalled number is given) or correctional / removal number (if given). Usage of device.

Event description:
"The sap system has informed us that 1 expired product has been consumed in a surgery when the product was being invoicing. The product expired on 17.08.2021 and was used in a surgery on (B)(6) 2021. Neither impact in patient nor claim or incidence has been informed."

Event description:
Our distribution partner, zimmer biomet, reported that "the sap system has informed us that 1 expired product has been consumed in a surgery when the product was being invoicing. The product expired on 16.09.2021 and was used in a surgery on (B)(6) 2021. Neither impact in patient nor claim or incidence has been informed."